Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred, and the procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were not possible. Review of the system log file showed that there was an error related to the motor assembly. Upon troubleshooting, fse found that the z movement was not available due to defective motor controller. To resolve the issue, fse replaced the motor controller and z1 motor drive assembly of hemodynamic arc and installed the cable for image connection, ultrasound and hemodynamics. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the some of the geometry movements were not possible. No harm to the patient or user was reported. Philips has started an investigation of this complaint.